Event description:
It was reported that device shift, leak, and stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman closure device was implanted after one (1) partial recapture and meeting release criteria. Post-release imaging showed no leak. The patient was discharged on aspirin and pradaxa 150mg twice daily. At the routine 45-day follow-up appointment, a 3mm leak was observed. The patient was transitioned to aspirin 81mg and plavix. At six (6) months post-implant, the patient was transitioned to aspirin 81mg. The patient was later diagnosed with right occipital cerebral vascular accident with left homonymous hemianopsia after computed tomography (CT) scan. The patient was placed back on pradaxa and aspirin. Transesophageal echocardiogram was performed approximately 18 months post-implant showing the closure device had shifted and there was a 6mm leak. The patient will be staying on pradaxa and aspirin as options are being discussed between physician and patient. A chest CT scan is planned for further evaluation. The patient continues to experience vision changes.